Event description:
It was reported that during a lobectomy procedure, a crack was found at the tip of the external cylinder. Another device was used to complete the case. There were no adverse consequences to the patient. No device returning.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.